Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Explanting surgeon reports "rupture and capsular contracture baker grade ii on the left side, silicon perspiration on the left side, pain, inflammation and seroma-late". The implants have been removed.